Event description:
New information received indicates that programming changes were made to address post-paced t-wave oversensing (pptwos).

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). No intervention was performed. There were no patient consequences.